Event description:
Subsequent information indicated that the patient was seen for a revision procedure. The lead was surgically abandoned and a new lead was implanted. There were no adverse patient effects reported. The lead will not be returned for analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was seen for routine follow up. Upon interrogation, the device revealed an episode of noise from (B)(6) 2012. The noise was oversensed and led to pacing inhibition with approximately two seconds of asystole. The interrogation also revealed a ' check rv lead message. The local boston scientific field representative (fr) indicated the message was determined to be from a low, intrinsic r-wave amplitude reading. The fr reported that the patient was in complete heart block, therefore, there were no r waves to measure. Subsequently, a local fr indicated that the patient would be seen at a later date for a device change out procedure and at that time, a new rv lead would be implanted. There were no adverse patient effects reported.

Manufacturer narrative:
--

Manufacturer narrative:
Available evidence indicates the system remains in service. Should additional information become available, this report will be updated.